Event description:
Guidewire being inserted to place screw into secure bone. While entering pin - the threaded tip broke off. Part of pin left in toe after attempts to retrieve were unsuccessful. Another guidewire was inserted and removed after screw was secured. (Approx. 1/2 cm).